Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruising and cutting into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use vaseline for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.